Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely after one day of wear. The customer reportedly experienced seizure and/or loss of consciousness, but did not require third-party intervention. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that the adc device detached prematurely after one day of wear. The customer reportedly experienced seizure and/or loss of consciousness, but did not require third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-22468.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report section g3 (date received by mfg) was incorrectly submitted in the previous follow up report. The correct date should have been 04 aug 22.

Event description:
A customer reported via webform that the adc device detached prematurely after one day of wear. The customer reportedly experienced seizure and/or loss of consciousness, but did not require third-party intervention. There was no report of death or permanent injury associated with this event.